Manufacturer narrative:
UDI (B)(4). The device was not returned to edwards for evaluation as it was discarded. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a 21mm valve implanted for three years, eight month was explanted due to unknown reasons. A 23mm valve was implanted in replacement.

Event description:
Edwards learned that a 21mm 3300tfx valve in the aortic position implanted for three years, eight months, was explanted due to prosthetic valve endocarditis, aortic valve abscess, moderate aortic stenosis, and sepsis. A 23mm 3300tfx valve was implanted in the aortic position. The patient was transferred to the cvicu in stable but critical condition. The patient was discharged on pod #43. Per received records, the patient was admitted for his 4th redo sternotomy and underwent aortic root replacement with a 23mm valve. The aortic valve prosthesis opened and closed without issues with a mean pg of 5 mmhg. The patient also underwent repair of the main pulmonary artery, permanent pacemaker and lead removal, and placement of a modified cabrol patch. The patient was transferred to the cvicu in stable but critical condition. The patient's underlying heart rhythm was complete heart block. The patient underwent replacement of his permanent pacemaker on pod #16. The patient was discharged on pod #43.

Manufacturer narrative:
There may be cases in which our devices are implanted in a patient with active native valve or prosthetic valve/ring endocarditis. In these cases, it is not unusual to have a recurrence of endocarditis that results either in death or removal of the newly implanted device. When this occurs, the organisms causing the endocarditis were never completely eliminated; therefore, the event is not related to the newly implanted device. A definitive root cause could not be determined; however, it is likely that patient related factors contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.